Event description:
It was reported that after a da vinci surgical procedure, it was noted that the wires of the fenestrated bipolar forceps instrument were stretching out. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch down cables were frayed at the distal clevis hub. It was observed that the frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found.